Event description:
Hcp reported patient had pain and device pocket erosion. A culture of the device pocket grew yeast. The patient was treated with oral antibiotics and total device explant. The patient had no drug withdrawal. The event is ongoing.